Manufacturer narrative:
H9: correction/removal report number is fa-2020-055. H10: the device was visually inspected and the tubing was broken/torn (separated from the female connector). Per visual inspection, it was determined that this issue is related to a field action and a nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set fell apart (the twist area where the set locks and opens) which resulted in leak. This was observed when the patient woke up in the middle of the night. There was no patient injury; however the patient was given prophylactic antibiotics as a precautionary measure. No additional information is available.